Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the doctor while using the fastin anchor on the operation, found that the anchor threads were not properly threaded into the inserter. The doctor installed the anchor but noted that the threads were wound on the inserter during implementation and created difficulties in manipulation. This is the 2nd case in the last month. For the first time, the anchor was disposed of. Failed to use. The anchor was not saved. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was not possible to see the condition of the anchor threads. The photo do not provide enough evidence to confirm this complaint; therefore, this complaint reported was not confirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. No lot numbers were supplied which precludes conducting a DHR review or a lot of specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the threads on the anchor on the fastin rc 5mm ocord w/o ndls device was not properly threaded into the inserter. According to the report, the surgeon installed the anchor but noted that the threads were wound on the inserter during implementation that it created difficulties in the manipulation. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.